Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified that the device failed to provide defibrillation shock. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had illuminated its service led . Upon inspection by the third party service agent, it was observed that the device failed to provide defibrillation shock. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
It was observed that there was visible damage on the biphasic module pcb with a burned electric component. After replacing the biphasic assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had illuminated its service led . Upon inspection by the third party service agent, it was observed that the device failed to provide defibrillation shock. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.